Event description:
It was reported that during a device check t-wave oversensing (twos) was observed on an episode of non-sustained ventricular tachycardia. This was reported as a one-time event and was not occurring at the time of the device check. The physician inquired about programming the device to avoid additional episodes and was told that changing the device settings was not recommended unless twos was occurring to confirm the effect of the changes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD) (B)(6)  2010; 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was further reported that the patient received inappropriate therapy due to t-wave oversensing (twos) from the right ventricular (rv) lead. The lead was reprogrammed and remains in use.